Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (30 mg/dl). Contact stated that they believe low bg's are due to the basal rate being increased up to 3 times the original amount. Reportedly, the increased basal rate was intentional. Reportedly, the customer was taken to the emergency room to be treated. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.